Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Oversensing of small artifact and cardiac signal contributed to the false detection during asystole. The patient was reportedly receiving CPR at the time. The response buttons were not pressed during the entire event. Once minute after the defibrillation event, the patient experienced ventricular tachycardia at 132bpm for one and one half minutes, but the rate was below the programmed treatable threshold. The patient is to receive an ICD.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serous injury. The patient is to receive an ICD. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4), electrode belt (B)(4): (B)(6) 2013. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.